Event description:
According to the details initially reported by the customer: "the patient was correctly sitted on the chair of the calypso, but the nurse didn't use the safety belt and the patient fell down". Patient died the same day. Reference MFR # 9611530-2013-00084.